Event description:
Additional information was received from the patient who stated they still felt the tingling sensation when recharging, it was not u ncomfortable, just a very mild tingling sensation. A layer of clothing was used between the recharger and skin and the entire surface of the recharger was covered and the belt was used. Using the layer of clothing did not resolve the sensation.

Manufacturer narrative:
H6 codes were updated with new information. These codes no longer apply: c50787, e0138, a27, a0706. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported they were told to wait 2 weeks before they started recharging and now, they want to try recharging. Patient stated once they began recharging, they noticed the 1707 error code appear. Patient confirmed this was the first time seeing this error message. Patient confirmed they was in a room with a small tv. Patient confirmed after palpating ins she could feel where it's located. Patient then stated they did see excellent quality but then almost immediately switched to searching for device. Patient reports seeing 1707 message appear again. Patient services advised moving the recharger up and keep it there for at least 30 seconds. Patient then reports seeing recharger is inactive. Patient services advised to move the recharger down a little from ins location and press start charge button again. Patient confirmed she only has recharger over her pajamas. Patient stated eventually she was able to get good quality. Patient states the recharger does not appear to feel warm like she read about. Patient states she was in a standing p osition. Patient services recommended trying to sit, cross her leg or lean forward a bit. Patient stated after assistance from husband, they were able to get it from good to excellent condition. Patient stated ins is a lot lower on her hip than she thought. Patient services also advised making the belt a little tighter as long as it's comfortable. Patient states they would like to speak to rep and possible meet with her. Patient states she just met with her doctor last tuesday and her next appointment isn't until january. Patient stated their battery did move up to 40% while on the call and patient is left it at excellent quality. Patient also mentioned on the call that they could feel stimulation right over the incision while recharging. Patient mentioned it's not uncomfortable or bothering her however. It was recommended to continue to keep a thin t-shirt over the entire back of recharger. The issue was not resolved through troubleshooting. No further patient complications are anticipated or expected as a result of this event.